Event description:
A malfunction on a pump was reported. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurs. No further information about patient details or product return was provided.